Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with an unknown "pelvic mesh product suspension device" on or about (B)(6) 2011 to treat her stress urinary incontinence and pelvic organ prolapse. The plaintiff's attorney alleged that the plaintiff suffered serious bodily injuries, including extreme pain, erosion of her internal tissue, dyspareunia, disability, mental anguish, along with significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and has sustained permanent injuries.

Manufacturer narrative:
It is unknown what ams pelvic mesh product was implanted. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.